Manufacturer narrative:
(B)(4). Concomitant products: item number 48-1219-135-04 tubeplt 2h super wing 135dx4h lot # 62847587. Item number 48-2319-036-00 tiv self tap screw 36mm lot # 64223549. Item number 48-2319-036-00 tiv self tap screw 36mm lot # 64223549. Item number 48-2319-040-00 tiv self tap screw 40mm lot # 63980015. Item number 48-2319-042-00 tiv self tap screw 42mm lot # 63762256. Item number 48-1200-001-00 ti-compression screw lot # 64149850. Report source: foreign- (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the patient. The reported event was confirmed by review of radiographs and pictures. Visual examination of the provided pictures identified a piece of black metallosis tissue that was present in the patient. Review of the available radiographs identified the following: the image from (B)(6) 2019 shows left hip orthopedic hardware with lateral plate and screw fixation as well as dynamic lag screw through the femoral neck, with an intertrochanteric hip fracture present. The image from (B)(6) 2021 shows forshortening of the femoral neck with backing out of the lag screw. Subtle soft tissue density along the femoral plate is nonspecific but could indicate underlying metallosis. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned by patient.

Event description:
It was reported that initial ti-versa surgery was performed. Subsequently, the patient was revised due to pain and loosening of the lag screw. The surgeon also found some black matter at the time of revision around the implant which was removed from the patient body. No additional patient consequences were reported.